Manufacturer narrative:
Correction: b5 filed updated to include related manufacturer report number.

Event description:
Related manufacturer report number: 2017865-2023-38647. Voluntary medwatch form received stated that the atrial lead exhibited under-sensing. High capture threshold on the right ventricular lead was also noted. The patient reported syncope.

Event description:
Voluntary medwatch form received stated that the atrial lead exhibited undersensing. High capture threshold on a right ventricular lead of unknown origin was also noted. The patient reported syncope.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5119560. Further information was not available.